Event description:
It was reported that implantable pacemaker exhibited device longevity calculation of three and a half years remaining in a span of one month from the date of implant. No data analysis or intervention information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pacemaker exhibited device longevity calculation of three and a half years remaining in a span of one month from the date of implant. No data analysis or intervention information available to date and the device remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a low out-of-range pace impedance measurement less than 200 ohms and ra output of 3v@0.5ms. Ra noise was observed following the lss to unipolar. Technical services (ts) explained that low impedance and high output are significant factors in device longevity calculations. Ts suggested chest x-rays for lead evaluation, and lead revision was recommended as well. This right atrial (ra) lead and pacemaker remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.